Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that no insulin was being delivered after multiple bolus request attempts. Customer¿s blood glucose value was 311 mg/dl. The customer declined further follow up from tandem technical support regarding an alternate method of insulin therapy.